Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. An angiogram revealed lesions in both the right coronary artery (rca) and left anterior descending (lad) and no presence of calcification. The lesion being treated in the rca was 85 - 95% stenosed. The lesion was pre-dilated with a crossail 3.0 x 20 mm balloon. The physician attempted to implant a taxus express2 8.8% 3.5 x 20 mm drug eluting stent. There were no visual defects when the taxus stent was removed from the packaging. The physician introduced the stent into the guide and when he tried to exit the guide catheter the stent hooked on the artery wall. The physician was unable to advance the stent into the artery. He did not have difficulty removing the stent from the guide catheter. Upon removal, the physician noted that the distal end of the stent was buckled and formed a hook. The procedure was completed with a jostent 3.5 x 19 mm stent. There were no reported pt injuries or complications. The pt's status is reported as good.